Event description:
It was reported that the customer was in the emergency room due to ketoacidosis and high blood glucose greater than 500mg/dl, and his blood glucose was treated with an insulin drip. It was stated that the customer was vomiting prior to his admission. Troubleshooting could not be performed as mother did not have the insulin pump with her at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.